Event description:
Device 3 of 3. Reference MFR report#: 1627487-2012-06936, 06937. The pt has an extension for off-label use. It was reported invalid contacts were found. X-rays revealed the pt's extension is fractured. There is also an unk issue related to both of the pt's ipg's. The pt will undergo surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.